Event description:
Physician was attempting to remove inferior vena cava filter. The filter was retrieved on the first pass, but the stabilizing strut or leg was not connected and remained in the patient. Decision was made to make second pass and successful retrieval of the part which had broken off was accomplished.